Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was bending at the lower part of the joint at the tip. There was a breakage at the tip, below the joint part. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws were not stuck shut, nor were they unable to be opened. There was no tissue stuck between the jaws, and no manual or instrument release was required. The instrument jaws were not stuck open and operated smoothly. It is unknown whether the instrument collided with any other instruments or hard materials during the surgical procedure. The instrument and cannula were removed together as the wrist could not be straightened, potentially due to physical damage. The port incision was not increased to remove the instrument and cannula together, and no additional ports were placed. It is unknown if any piece from the distal end of the instrument detached or broke off.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a bent main tube extension at the distal end. The proximal clevis was found to be dislodged as result of the main tube bending. Components adjacent to this bent main tube do not show damage. The complaint was confirmed by failure analysis. The probable root cause of a bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.